Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A healthcare professional reported that during a surgical procedure the system freezes. Additional information has been requested but not received.

Manufacturer narrative:
Additional information has been provided. The customer noted the system had been working without any malfunction. The service request (sr) was cancelled by the customer. The system was manufactured on march 10, 2010. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).